Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc was granted permission to remotely connect to the instrument. The customer stated that they programed in the manual entry screen for position 1. The ccc reviewed the data provided. The ccc found that the sample ID for position 1 was incorrect, and identical to position 2. The sample in position 3 ran without errors. Sample ID (B)(6) was programmed for position 1 but the barcode for this sample was not read by the instrument. The barcode was in a position where the instrument was unable to scan the sample properly. Samples 1 and 2 did not run as there was an error ("no sample on board" flag). A siemens headquarters support center (hsc) evaluated the event. Hsc found that the sample ID printed on the label for position one did not appear to match the sample ID entered via handheld scan and the sample ID for position two appears to be correct. The hsc found that there was no query for sample information from the instrument, indicating that all the requests were manually entered. The cause of the incorrect barcode being scanned for the wrong sample is due to user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Customer stated that their dimension vista 1500 instrument scanned the sample barcode in position 2 for position 1, presenting incorrect patient demographics. No discordant or incorrect results were reported out. There are no known reports of patient intervention or adverse health consequences due to the incorrect barcode being scanned for the wrong sample.